Event description:
It was reported that a peritoneal dialysis (pd) patient is on antibiotics therapy for peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and chills. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime; however, the dosages, frequencies, and durations were not provided. The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The cause of the patient¿s peritonitis is currently unknown, however the pdrn¿s written response indicated there was no fresenius device(s) and/or product(s) involved. The patient has continued to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the serious adverse events. The pdrn reported that a follow-up peritoneal effluent fluid culture and cell count were obtained, however the results were not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and chills), which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the pdrn indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is on antibiotics therapy for peritonitis. During follow-up, the patient's pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and chills. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime; however, the dosages, frequencies, and durations were not provided. The patient's peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient's antibiotics were continued. The cause of the patient's peritonitis is currently unknown, however the pdrn¿s written response indicated there was no fresenius device(s) and/or product(s) involved. The patient has continued to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the serious adverse events. The pdrn reported that a follow-up peritoneal effluent fluid culture and cell count were obtained; however, the results were not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.